Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine of an unknown concentration via an implantable pump for non-malignant pain. Regarding the dose rate of morphine, the dose rate was believed to be 0.2999 but they were unsure because they did not pay attention to it. It was reported that the patient had moved to cleveland, tn and their pump was empty because they missed the refill date which was june 9th. So not for maybe 2 weeks, the pump has been empty and about a week ago / "maybe not that long" the pump had been beeping and they want it to stop. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). The patient was to follow-up with their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider who reported that the patient's pump had been empty for about 6 weeks now so today they were in for a refill. The new medication concentration they plan on putting into the pump today was a lot lower than the previous so they wanted to do a full system content removal. They needed assistance with programming the full system content removal. Technical services walked them through procedure and programming steps. They would review this information with the hcp and call back if they had further questions.